Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded in the catheter's tip during removal. The target lesion was located in the mildly tortuous and mildly calcified subclavian artery. A 18mmx50cm interlock coil was selected for use. During the procedure, it was noted that the coil became stuck in microcatheter. Furthermore, when the coil was removed from the patient's body, it was noted that the coil protruded from the tip of the microcatheter. The procedure was completed with a different device. No patient complications were reported.